Manufacturer narrative:
(B)(4). Lens remains implanted. Evaluation codes: method: (other) work order search results - (other) a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the above investigation, no definite root cause for the complaint is determined. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 in to the patient's left eye (os) and refractive surprise was noted. The lens remains implanted.